Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain / pelvic pain') in a (B)(6) year-old female patient who had essure (ess205) (batch no. 620746) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "essure inserted to patient with uterine septum" on (B)(6) 2006. The patient's medical history included deep vein thrombosis and transient ischaemic attack. Concurrent conditions included septate uterus. On (B)(6) 2006, the patient had essure (ess205) inserted. On (B)(6) 2006, the patient experienced complication of device insertion ("essure inserted into left fallopian tube, it was unable to be inserted into right fallopian tube due to uterine septum and debris"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), blood disorder ("blood or heart disorder/condition type: blood disorder"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia(painful sexual intercourse)"), arthralgia ("pain: joint aches") and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral removal of fallopian tubes),oophorectomy on (B)(6) 2012). Essure (ess205) was removed on (B)(6) 2012. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, female sexual dysfunction, blood disorder, dysmenorrhoea, dyspareunia, arthralgia, vulvovaginal pain and complication of device insertion outcome was unknown. The reporter considered arthralgia, blood disorder, complication of device insertion, dysmenorrhoea, dyspareunia, female sexual dysfunction, menorrhagia, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure (ess205). The reporter commented: there were seven trailing coils (on left side). Most recent follow-up information incorporated above includes: on 10-jul-2019: plaintiff fact sheet received- event "injury nos" was replaced by "abnormal bleeding (vaginal)", events- abnormal bleeding (menorrhagia), apareunia (inability to have sexual intercourse), blood or heart disorder/condition type: blood disorder, dysmenorrhea(cramping), dyspareunia (painful sexual intercourse), pelvic pain, essure inserted into left fallopian tube, it was unable to be inserted into right fallopian tube due to uterine septum and debris, essure inserted to patient with uterine septum, pain: joint aches, vaginal pain", medical history, lot number, reporter's information was added. On (B)(6) 2019: fu 2 and 3 process together, pfs received: dob was updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain / pelvic pain') in a 37-year-old female patient who had essure (ess205) (batch no. 620746) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "essure inserted to patient with uterine septum" on (B)(6) 2006. The patient's medical history included deep vein thrombosis and transient ischaemic attack. Concurrent conditions included septate uterus. On (B)(6) 2006, the patient had essure (ess205) inserted. On (B)(6) 2006, the patient experienced complication of device insertion ("essure inserted into left fallopian tube, it was unable to be inserted into right fallopian tube due to uterine septum and debris"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), blood disorder ("blood or heart disorder/condition type: blood disorder"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia(painful sexual intercourse)"), arthralgia ("pain: joint aches") and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral removal of fallopian tubes),oophorectomy on (B)(6) 2012). Essure (ess205) was removed on (B)(6) 2012. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, female sexual dysfunction, blood disorder, dysmenorrhoea, dyspareunia, arthralgia, vulvovaginal pain and complication of device insertion outcome was unknown. The reporter considered arthralgia, blood disorder, complication of device insertion, dysmenorrhoea, dyspareunia, female sexual dysfunction, menorrhagia, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure (ess205). The reporter commented: there were seven trailing coils(on left side). Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of product technical compliant we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.